Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered an inappropriate shock due to supraventricular tachycardia (svt). Reportedly, after the shock, noise was present in the electrogram (egm) channel and further inappropriate shocks were delivered due to noise oversensing. It was mentioned that the impedance trends are within normal range, and provocative maneuvers showed noise that was not marked by the ICD. The patient was hospitalized due to complications not related to the device and the clinic will first perform clinical treatments for the patient condition and will then address the inappropriate shocks episodes. The ICD system remains in service. No additional adverse patient effects.